Event description:
During service of product a potential no low pressure alarm condition was found due to power surge to unit. Customer returned unit to MFR due to power surge requesting unit be checked out.